Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed all of the supplies on the pump and has not received another occlusion. The customer's blood glucose level was not impacted.